Event description:
It was reported the patient with a history of rheumatic valve disease underwent double valve replacement surgery. Postoperatively, the patient developed endocarditis which was treated medically and resulted in mitral regurgitation. The patient presented with congestive heart failure, fluid retention and mitral valve regurgitation. Postoperatively, the patient developed renal failure and was started on dialysis. The valve was explanted and replaced with another sjm biocor valve.